Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error code on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 240.4150 has to do with the bottle side pressure sensor needs to be replace which is the top sensor the voltage is read too high sensor could be broken. Needs to be replace. Tech. Ask to speak to recall desk weather unit is under the bezey recall confirm recall desk phone # to tech. Thank me for my assist.